Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. However, the reported symptom 74 upstream occlusion alarms in the event history log was confirmed, since baxter received a copy of the event history log. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had 74 upstream occlusion alarms in the event history log. Any patient involvement, injury or medical intervention is unknown.